Event description:
It was reported this was a closure using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger of the proglide device was removed. The sutures of two new proglide device were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional proglide device was returned with the complaint proglide device. The posterior foot was separated and not returned. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.